Manufacturer narrative:
Getinge representative reported that the device is irreparable due to a defective display. Due to a lack of spare parts as the device is at end of life, the device has been taken out of service.

Event description:
It was reported that during a routine checl after switching on the cs300 intra-aortic balloon pump (iabp) flat screen monitor constantly flickers. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after switching on the cs300 intra-aortic balloon pump (iabp) flat screen monitor constantly flickers.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a